Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump alarmed motor error twice in the past four months. Troubleshooting was performed, and the device failed the displacement test. Advised the caller revert to back up until the replacement of the insulin pump arrives. The blood glucose reading was 94mg/dl. No further information was provided.